Event description:
Patient brought down to ICU via rn for hypotension and hypercarbic respiratory failure. Immediate plan for intubation and pressor initiation upon arrival to ICU. During rsi, levophed was required/initiated and quickly up titrated from a dose of 0.05 mcg/kg/hr. (122 kg dosing weight = infusion rate of 22.9 ml/hr) to a dose of .20 mcg/kg/min (122 kg dosing weight = infusion rate of 91.5 ml/hr). Vasopressin was required and initiated for hypotension despite levophed infusion. Phenylephrine pushes were also administered during this timeframe to maintain a map of 60. Epinephrine was identified as the next gtt addition after levophed and vasopressin were maxed out with limited blood pressure (bp) response. Prior to initiation of epinephrine gtt, a closed roller clamp on the levophed tubing was discovered. No downstream occlusion alarms ever sounded during the entire episode of levophed infusion despite multiple gtt titrations at high dosage/infusion rates. Upon discovery and correction (opening roller clamp), patient's bp was appropriately responsive. ====================== manufacturer response for baxter IV pump, spectrum iq pump (per site reporter) ====================== national recall on this device.